Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2008. (B)(4).

Event description:
It was reported by the patient that the patient received inappropriate shocks that were very painful and had to "get rushed to the emergency room". The patient stated "I underwent surgery and it was [determined] the coils were leaking and rusty." It was further reported that during the device change-out for end of life (eol) the right ventricular (rv) lead was undersensing r-waves, which led to t-wave oversensing (twos) and inappropriate shocks. The pace/sense portion of the lead was capped and another lead was implanted. No further patient complications have been reported as a result of this event.